Event description:
It was reported that an alert triggered for high impedance on the high voltage portion of the right ventricular lead. It was decided that for medical reasons the system would be downgraded to a pacing system and the high voltage lead is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sixteen ventricular nonsustained tachycardia episodes of <=210 ms occurred between (B)(6) 2008, 12:12:11 and (B)(6) 2008, 08:41:19. Two patient alerts for svc (hvx) lead impedance occurred on (B)(6) 2012, 03:00:03 and (B)(6) 2012, 03:00:03. Daily pace impedance log data shows a spike increase for svc = 50 to 120 ohms peak between (B)(6) 2012 and (B)(6) 2012, then returning to 62 ohms on (B)(6) 2012. Two patient alerts for hvb-hva lead impedance occurred on (B)(6) 2012, 03:00:03 and (B)(6) 2012, 03:00:03. Daily pace impedance log data shows a spike increase for hvb = 39 to 126 ohms peak between (B)(6) 2012, then returning to 50 ohms on (B)(6) 2012.